Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. Section g4. PMA/ 510(k): k212340;k233924 since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history review (DHR) associated with lot 9301096 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history review evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Per the IFU, when preparing the balloon, use balloon expansion solution and check the balloon for leaks and air bubbles. Do not allow the balloon to come into contact with calcified blood vessels or blood vessels in which a stent has been placed. Also, do not move the balloon during or after expansion." And "do not use in excessively tortuous blood vessels. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during the procedure, an emboguard 87, 95 cm balloon guide catheter (product code: bg8795u, lot number: 9301096) experienced balloon inflation, it could not withstand the pressure and burst. It was noted that the amount injected was as stated in the instructions for use (IFU). There was no patient injury reported.